Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that silicone is covering 60% of the lens. Lens will soon be replaced with a different lens. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection found a large cloudy white area on the optic. The surface has an orange peel appearance. Sem micrographs revealed numerous features (bumps) that appear to be protruding from the surface of the iol in the center optic area of the lens. Sem/eds (scanning electron microscope/energy dispersive spectrometer) analysis of the protrusions detected carbon (c), oxygen (o), calcium (ca) and phosphorus (p). Three major types of calcification have been previously described. The primary form refers to calcification caused by factors inherent to the iol design or material. The secondary form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the exact root cause of the event could not be conclusively determined.

Manufacturer narrative:
The lens was returned to b+l and is currently under evaluation. A follow-up report will be submitted upon completion of the investigation.

Event description:
Additional information: patient had prior macular hole repair. One month post cataract extraction the patient began having mild chronic iritis and numerous subconjunctival hemorrhage. Reportedly the patient complained of cloudy vision and dry eye that worsened over a 4 year period. According to the surgeon patient's exam on (B)(6) 2016 showed the lens was clear with bcva : 20/30+2 os, and post up exam was normal. Subsequently a referring physician discovered lens opacification and the lens was explanted on (B)(6) 2016. Reportedly patient has good vision post explant.